Manufacturer narrative:
The pump alarmed button error followed by intermittent buttons due to corroded keypad traces. The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. No unexpected battery out limit alarms were noted. The pump was received with a cracked case at the display window corners, a cracked display window, cracked battery tube threads, a stained end cap sticker and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the act button does not work half of the time. The insulin pump also alarmed with multiple button errors. The patient's blood glucose at the time of incident was 275 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The customer also mentioned that he was hospitalized for high blood glucose and diabetic ketoacidosis. The patient's blood glucose at the time of hospitalization was 458 mg/dl. He was treated for three days via insulin drip. The insulin pump is eligible for replacement but no products were returned or replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.